Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the right ventricular (rv) and right atrial (ra) leads were over-sensing noise. Additionally, the noise on the ra lead was noted to cause inappropriate automatic mode switch episodes (ams). The patient was asymptomatic. During procedure, it was noted that both rv and ra leads had small insulation breaks. The rv and ra leads were explanted and replaced successfully. The patient was stable throughout the procedure.